Event description:
It was reported the patient underwent surgical intervention where his ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative and the reported issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and charger. It was also reported the patient's programmer shows a communication error. The patient stated he last recharged his system 2 weeks ago. A replacement charging system was sent to the patient which did not resolve the issue. The sjm representative met with the patient and confirmed the patient's ipg is inoperable. Subsequently, the patient may undergo surgical intervention as the next course of action.